Manufacturer narrative:
Additional surgical procedure is not listed in the instructions for use. Disconnect is not specifically listed in the instructions for use. Event is still under investigation.

Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2009. The pt received a zenith main body and two zenith iliac legs. The procedure was completed without reported incident. In the summer of 2011, the pt underwent a follow-up CT scan. The CT revealed a possible type ii endoleak. On (B)(6) 2011, a planned intervention took place to resolve the endoleak; however, imaging revealed that the type ii endoleak was actually a limb disconnect of the contralateral limb. A zenith iliac limb extension was placed and resolved the disconnect successfully.